Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u report will be submitted.

Event description:
Rec'd info regarding air bubbles from the cartridge. Customer's blood glucose levels were impacted. Reportedly, the customer was using cold insulin.